Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 490 mg/dl, 219 mg/dl, and 134 mg/dl, on the accu-chek mobile system. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 490 mg/dl, 219 mg/dl, and 134 mg/dl, on the accu-chek mobile system. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).